Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use at the time of the event. The patient had been prepared for a pacemaker installation procedure. The machine didn¿t work but the procedure was not suspended, and the customer did the procedure using a c-arc surgery machine. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm unable to move. Upon functional testing, the fse found error in the spc2 controller. To resolve the reported issue, the fse replaced spc2 controller. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's c-arm was unable to move. No harm was reported to philips. Philips has started an investigation of this compliant.